Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was extended and clogged with blood/ tissue. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Unrelated to the complaint, visual inspection found two external insulation abrasions breaching the optim sheath only with intact silicone insulation beneath at the proximal region. The cause of external insulation abrasions is consistent with friction to device can.

Event description:
It was reported that the patient presented to the emergency room following a syncopal episode. The right ventricular lead exhibited loss of capture and the patient reported feeling fatigued. Fluoroscopy revealed that both the right ventricular lead and atrial lead had dislodged. The leads were explanted and successfully replaced. The patient was stable post procedure.